Manufacturer narrative:
Image review: five static images and three media files were provided for review. Images from the patient¿s executive summary were provided for anatomical review. The annulus image provided contained limited information regarding the annulus measurements, but it shows the protruding calcification in the aortic annulus. A fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. The image provided shows evidence of an infold during the deployment attempt. It was reported that the infolded valve was recaptured and redeployed a second time without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and should not be used. New sterile components must be used. Evidence supports that a new valve was used and implanted successfully. Since fluoroscopy valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified health care professional (hcp). The loaded valve passed the fluoroscopic valve load check. The physician elected to not perform a pre-dilation as the calcium was focused around the left ventricular outflow tract (lvot) and not the native valve leaflets. The valve was inserted and during the first deployment attempt of the valve, an infold was noticed. The valve was checked in a second c-arm angulation and the infold was confirmed. An attempt to recapture and redeploy was performed to try and resolve the issue, but the infold persisted. The valve was recaptured again and the delivery catheter system (dcs) and valve were removed from the patient¿s body and discarded. A new complete system was used. The replacement valve was loaded by the same certified nurse. During fluoroscopy check, prior to implantation, the valve loading was completely normal and the loading was acceptable. The implanters performed a pre-implant balloon valvuloplasty using a 20mm balloon. The replacement valve was successfully implanted. There was a 10min delay until the second valve system was prepared. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012168335); delivery catheter system (dcs)  product ID l-evolutfx-2329, (lot: 0012268505); compression loading system (cls)  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.